Event description:
It was reported by the affiliate that the (2) hp053 was used during a low anterior resection procedure. It was reported that the devices had error alarms. The case was completed with another device. There was no patient consequence.